Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as an open wound on their back down to their spine due to an infection. There was no alleged device malfunction contributing to the open wound. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.